Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the driveshaft of gb reamer broke while reaming the acetabulum. The case was not delayed and all pieces were retrieved. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error since it was found to be a product for resale. Depuy does not have the responsibility to make reportability determination and submit regulatory report. Supplier has been notified of the event. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: although distributed by depuy synthes joint reconstruction, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the depuy synthes customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. The complaint instrument was not returned to supplier for evaluation and the reported event is non-verifiable. Photography suggests universal joint deformation, but no further conclusions can be drawn. A review of device history records and/or a search of the complaints databases was not possible as the necessary product/lot code combination was not provided. It is known surgical instruments are susceptible to wear and tear, and therefore should be checked for defects before use. If the instrument is received by supplier, it will be evaluated and the complaint record will be updated accordingly. Additional information: per sales rep "pictures and description of the things that broke and were retrieved. You cannot read the lot number on the instrument nor can you read the catalog number. I don¿t have any more information". Please see the attachment for picture. No corrections taken as the instrument was not received and the reported event is non-verifiable. In conclusion, the instrument was not received by supplier for evaluation and the reported event is non-verifiable. If the instrument is received by supplier, it will be evaluated and the complaint record will be updated accordingly. Supplier will continue to monitor for trends.